Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that the sensor was shutting off with a threshold suspend of 56 mg/dl but their blood glucose was 137 mg/dl. Customer declined troubleshooting because, they have been through them several times before. Customer will try additional taping techniques and possibly rotating the sensor to get the sensor secured in the interstitial fluid. Customer will call back when they do the next insertion to confirm they are doing it correctly.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.